Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3(manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 77 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c at pump insertion. The underlying medical history was not shared. On the day of implant there were concerns of a potential retroperitoneal bleed. The patient was taken to the operating suite to evaluate and treat. The team made the decision to explant the pump and fix the femoral site. The confirmation of a retroperitoneal bleed was not made. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After pump explant the patient survived.